Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
An ophthalmic surgeon reported that during a second case for a cataract extraction with intraocular lens implant procedure there was an issue of no phacoemulsification power. After a few seconds a burst of phacoemulsification power was heard. The surgeon noted this was a settings problem as the wrong tip had been selected. The staff did not notice the incorrect tip setting. The phaco machine appears to be working perfectly. The case was completed with no patient harm. This is one of three reports being filed for this facility.

Manufacturer narrative:
Additional information has been provided. The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely (by switching the incorrect tip setting, which was selected). The system was manufactured on june 12, 2007. Based on qa assessment, the product met specifications at the time of release. The reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).